Event description:
Per nurse clinical educator "pt's spouse reported that it is not the connects that attach to the pt or the pump that was leaking, it was happening where the tubing connects on either side of the filter. Pt's spouse advised this has happened with two different tubing sets, both with the same lot number: 6177028." It is unknown if the product fault occurred while in use with the pt or if the fault caused or contributed to pt injury. It is unknown if the actual device is available for investigation. The pt was shipped additional tubing, however, it is unknown if it was a replacement or if it was a normal refill. It is unknown if the pt had a backup device to switch to. The pt's infusion is life-sustaining. The event is still ongoing. Remodulin dose is 50ng/kg/min. IV remodulin pt via a cadd solis pump. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Pt's last recorded weight on (B)(6) 2026 was 155lbs. Pt: 4580. Device: 1354, 2900. Ref: mw5189514.